Manufacturer narrative:
The lead was retained by the hospital. This report will be updated should additional information become available or upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and increased pacing impedance measurements on the right ventricular (rv) lead, measuring from 400 ohms to 1100 ohms. Furthermore, there was no capture at max output. The patient is not pacer dependent. This crt-d system was explanted and replaced. No additional adverse patient effects were reported.